Event description:
It was reported that, in (B)(6) of 2014, the patient had missed a refill and went through withdrawal. A doctor had told the patient that she had more time than she actually did and the patient did not have a doctor at that time. At the time of report, the pump was being used to deliver morphine; however, it was unknown what drug was in use at the time of the event. There were no known interventions performed and no outcome was reported. Further follow-up was being requested to obtain additional information.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).